Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auxiliary common gas outlet was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow during a case. There was no patient injury reported.